Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in an 81-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs) with a history of coronary artery disease. The clinical team was unable to advance the impella 5.5 across the aortic valve due to possible stenosis or tortuosity. A second device was opened after the first catheter became kinked while attempting to advance it, resulting in inadequate pushability; however, the second device was also unable to be advanced. The reported events are product damage, failure to advance, device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was completed without patient consequence.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemodynamic instability could not determined due to insufficient clinical details. The cause of the delivery issue was determined to be patient condition as the patient had suspected stenosis at entrance to aorta preventing successful delivery of impella. The cause of the product damage was determined to be patient condition related due to stenosis.